Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected troponin I result from a single patient sample was obtained using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Vitros tropi es precision testing performed was within acceptable guidelines, suggesting an instrument issue was not likely a contributing factor. A vitros tropi es reagent performance issue is not a likely contributing factor to this event based on the historical tropi es quality control data. However, the troponin I level in the low level control fluid does not adequately verify performance of the assay at troponin I levels <url of 0.034 ng/ml. Pre analytical sample processing could not be ruled out as the customer is processing the samples outside of the sample collection device manufacturer¿s recommendations and improper pre-analytical sample handling, cannot be ruled out as a contributing factor to the event. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
The customer obtained a non-reproducible, higher than expected troponin I result from a single patient sample using vitros troponin I es (tropi) reagent on a vitros 5600 integrated system. Patient result: 0.192 ng/ml vs. <0.012 ng/ml. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected result was reported from the laboratory, however a corrected report was issued upon repeat of the initial sample. No treatment was given, changed, or withheld based on the reported tropi es result, and there was no allegation of patient harm. (B)(4).